Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir had air bubbles. Customer stated that the approximate size of air bubbles was of 2 inches long and the location of air bubbles was tubing. No harm requiring medical intervention was reported. Air bubbles were not removed successfully. The reservoir will be returned for analysis